Manufacturer narrative:
This device was discarded and will not be returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to chronic high pacing thresholds. Besides intervention, there were no other adverse patient effects reported. The explanted device was discarded and therefore will not be returned for analysis.